Event description:
Customer reported device = 119 mg/dl at 7:30 am and lab = 286 mg/dl performed at the same time. Pt remained in the hosp but treatment info was not provided. Customer stated the laboratory values were to be used for pt care. Controls used but range values not provided. A request was made for return product and replacement product was sent.